Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/31/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/06/2016 with the following findings: evidence of moisture behind display lens was found. Pump powers with returned battery cap. Battery compartment cracks observed in thread area and below grip pad. Cover crack observed between corner of lens and case seal. Leak test shows leak at cover crack. Removed pump case. Evidence of moisture contamination throughout inside of pump including transceiver board.